Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 490 mg/dl. The customer treated their high blood glucose with a syringe of insulin. The customer declined troubleshooting for the high blood glucose. The customer also had blood at the site when she inserted the infusion set. The site does not show any signs of infection nor was it actively bleeding. The customer changed the infusion set. The customer will not be returning the device for analysis.